Manufacturer narrative:
Additional information was received which changed the manufacturer cfn/fei; therefore, this is report is a supplemental to MFR# 1218950-2025-000540. The event took place on (B)(6) 2025 at 23:22 hours on bed 45_12t. A philips field service engineer (fse) evaluated the device. There were no errors codes and the device was found to function as expected. The logs and a photo of the audit log were retrieved by the fse. A review of the logs by the fse found asystole alarming at 23:23:59. There was no delay in alarming. The fse evaluated the pic ix and discovered that the minimum volume was set to 1. This is a very quiet setting. The allegation indicates that the three nurses who were at the control center at the time of the incident did not hear the alarm. The alarm volume was increased from 1 to 5 by the fse to address the issue. The issue was not confirmed.

Event description:
It was reported the nurses did not hear the asystole alarm and the nurses thought the alarm did not occur or was sent too late to the central station. The patient fainted and then rang the nurse call, after which a 17.7 second episode of asystole was found.